Event description:
The facility's biomed engineer reported an infusion pump with an 813:01 failure code on channel a. The biomed stated to the baxter service facility that this device has not been involved in any pt incident this time or since the last time it was serviced by baxter. Although attempts were made to obtain add'l info from the reporting facility, details were not available regarding pt status, age of pt, medication involved or the set up of the infusion device.